Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine implantable cardioverter defibrillator (ICD) system evaluation, it was noted that there were intermittent high out of range shock impedance measurements greater than 200 ohms. All other daily measurements revealed normal impedance measurements. The lead is dual coil and programmed to distal coil to proximal coil and can. The patient was sent home and to be re-evaluated in 3 months. No adverse patient effects were reported. Boston scientific technical services (ts) reviewed the data and suspected possible external electromagnetic interference (emi) resulting in the high out of range measurements. Ts recommended performing a commanded r-wave synchronized shock if the physician deemed warranted. Furthermore, disk analysis was performed and indicates a possible issue with the proximal coil. It was recommended that the patient be brought in for configuration changes to single coil and repeat defibrillation threshold (dft) testing be performed. This patient was to be re-evaluated in approximately one month. This product remains in-service.